Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the smf stem was revised due to pain and metallosis/wear at junction of modular femoral stem.

Manufacturer narrative:
Please review attached for new investigation results. (B)(4).